Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fisher & paykel healthcare (f&p) service centre in (B)(4) where it was inspected by a trained f&p service technician. The device was repaired and returned to the customer. Results: visual inspection revealed that the power cord insulation was damaged with exposed copper wires. Conclusion: we are unable to determine what caused the observed damaged however it is likely it was caused by physical damage. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the damage occurred after the device had been distributed. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A healthcare facility in (B)(6) reported an issue with a mr850 respiratory heated humidifier. Upon device service at the regional office in (B)(4), it was found that the power cord insulation was damaged with exposed copper wires. There was no patient involvement.